Manufacturer narrative:
Continuation of d10: 429678 lead, implanted on (B)(6) 2016; 5076-52 lead, implanted on (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it was not possible to interrogate the cardiac resynchronization therapy pacemaker (crt-p) with the cardiac device data transmission application. It was noted that the mobile programmer application had been inadvertently used and was able to interrogate the crt-p, however the user was unable to locate the report and noted that they had seen that a lead was loose on a certain date displayed on the report. Technical services provided trouble shooting steps for the cardiac device data transmission application and it was subsequently possible to send a transmission with the cardiac device data transmission application. No patient complications have been reported as a result of this event.